Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. It was reported that the patient had expired on (B)(6) 2021. The cause of death was not provided, and an autopsy was not performed. It was reported that heartmate 3 lvas, serial number (B)(6) , was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU lists potential adverse events, including death, that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's death was not device related. The device operated as expected. Due to hospital policy further information could not be provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away.